Event description:
It was reported magnetic resonance imaging (MRI) was performed on (B)(6) 2013 and two days later the patient experienced a loss of effect. The patient was to be checked on (B)(6) 2013; however the appointment was postponed to (B)(6) 2013. The pump supposedly had not run since the MRI. The patient was admitted. The tentative plan was to check the residual pump volume with the actual volume and perform a roller dye study. An indium dye test would also possibly be performed if needed. The pump was delivering baclofen.

Manufacturer narrative:
Concomitant products: catheter product ID unknown, serial # unknown. (B)(4).

Event description:
Additional information reported the pump restarted the next morning. The pump is running and the patient is back to ¿hab state¿.

Manufacturer narrative:
(B)(4) - analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed no anomalies. Analysis of the catheter noted the catheter body had a dried drug or blood occlusion.

Manufacturer narrative:
(B)(4). Additional review indicated the correct manufacturing (B)(4).

Event description:
Additional information reported that this "autumn" the patient experienced a loss of effect after an MRI (magnetic resonance imaging). The pump worked normally after troubleshooting. The catheter was replaced. There was a new MRI and loss of effect noted. It was noted there was reported effect after catheter replacement, but also says no effect after catheter change. It was unclear if there was effect after the catheter change. It was decided to replace the patient's pump and have it analyzed. The patient's pump was explanted and replaced. The patient's status at the time of the report was listed as "alive-no injury".